Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 195 mg/dl, 235 mg/dl, 555 mg/dl, and 220 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Tech alleged that the casters would swivel when the brakes were set.